Manufacturer narrative:
Concomitant medical product(s): 5076-45 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) triggered, with high and unstable thresholds noted along with noise, oversensing, and high rate non-sustained tachycardia episodes. An alert for undefined high pacing impedance was also noted. Isometric testing did not immediately elicit oversensing, so right ventricular (rv) sensing was reprogrammed and the rv lead was left in use. Later a new alert for undefined high pacing impedance was triggered, so the patient went to the emergency department, whereupon all therapies were programmed off. The device was not capturing the rv and oversensing was witnessed. An x-ray was taken which indicated that a lead pin was not fully inserted into the header, and a setscrew was presumed loose. Upon removing the device from the pocket, the pace/sense pin could not be pulled from the header, but it was visualized that the pin was not fully advanced into the header. Threshold had risen recently and impedance had also spiked. The lead was tested via the analyzer with excellent numbers as a result. The lead was re-inserted into the device and all numbers were consistent with the analyzer and the initial implant numbers. It was also reported that there was increased left ventricular (lv) threshold. It was noted that the patient was a cardiac resynchronization therapy (crt) non-responder, considered to be so due to poor lv lead position. The lv lead was explanted. During implant attempt of the replacement lead, a positioning wire became lodged in the lead and could not be advanced or removed. Another lv lead was then implanted. The device was also explanted and replaced due to the need for a different type of lv lead connection. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that there was guidewire coating on the distal conductor of the lead and it was obstructed. The distal conductor was extrinsically distorted due to kinking/buckling. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the competitor guidewire's hydrophilic coating adhered to the coil filars causing the guidewire to stick in the lead lumen. As a result, the coil filars became distorted when trying to pull the guidewire out of the lead. If information is provided in the future, a supplemental report will be issued.